Event description:
Initial reporter indicated that they were having communication problems with their programming wand in the or. The wand would not communicate with the generator. Out of the or the wand successfully interrogated the generator. A malfunction was suspected against the programming wand. The wand was returned for analysis and the failure to program, was confirmed. The serial data cable, which produced communication errors, had an intermittent conductor. A known good bench serial data cable was substituted and all communications errors cleared.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.